Event description:
It was reported that the customer may have received a prime rewind alarm on the insulin pump. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the displacement test due to excessive axial play. Unable to perform the displacement test due to the alarm. The pump also had a cracked reservoir tube lip.